Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced by baxter prior to this event. A device history review has been performed, no exception was observed during manufacturing. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 568:320:654:0000. The root cause was determined to be a defective speaker harness. A baxter repair technician replaced the main speaker harness and associated parts to resolve this issue. Review of the device event history determined that the reported condition of occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with a 568:320:654:0000 failure code. It is unknown when this condition occurred. No patient injury or medical intervention was reported. Device evaluation confirmed the reported condition, which interrupted delivery. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available at this time.